Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was/was not available for evaluation. The medtronic service personal (sp) evaluated the ventilator and identified a relevant diagnostic code in the ventilator logs. The sp adjusted the exhalation cable, performed est (extended self test and sst (short self test). The ventilator passed all tests and calibrations at the time of service and was returned to the customer. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 ventilator entered into back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.